Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel. (B) (4).

Event description:
The customer contact reported air in the tubing distal to the pump with no pump alarm. At an unspecified time, the pump was programmed to deliver levaquin 750mg/150ml, for a duration of 90 minutes and the delivery was started. No further programming parameters were provided. After an unspecified length of time while the nurse was at the patient's bedside, air was noted in the tubing set distal to the pump with no pump alarm. The nurse reported no air reached the patient. The customer contact reported, the therapy had been completed. The pump was removed from clinical service. No medical interventions were required. There were no reported adverse patient effects. During testing at the user facility, channel a of the pump did not alarm when air was present in the tubing until the air was 6 inches distal to the cassette. Though requested, no additional information was provided.

Manufacturer narrative:
The issue of failure to alarm for air in line was evaluated under a formal investigation. It was determined the failure to alarm for air in line occurred when a liquid droplet adhered to the inner wall of a microbore administration tubing set when the solution container was run past dry and the liquid droplet was positioned directly in line with the air sensor, interfering with the air sensing algorithm¿s ability to trigger an alarm for the presence of air.  Several corrective actions had been identified.  A clinical bulletin was issued to notify customers to use air elimination filters and not to over program the volume to be infused in the device.  Secondly, an urgent device recall was issued notifying customers on air mitigations, product information on the use of air elimination filters, priming the filter tubing sets, filter size use with blood tubing sets, and medications that cannot be filtered.  Thirdly, the symbiq system operating manual was updated (B)(4).  Fourthly, the training materials for clinical users based on the changes to the system operating manual were updated.  Next, the production of macrobore and remedial microbore tubing sets (B)(4) and hospira is currently in the process of conducting the recall to replace the customers affected tubing sets.